Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose level was "high"; although specific value was not provided. Customer attempted to addressed the elevated (bg) with a correction bolus via the pump. Reportedly, the customer is wearing the infusion set for 3 days. Tandem clinical support informed customer that wearing the trusteel infusion set for 3 days, is off label per the user guide. Customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 372 mg/dl and diabetic keto acidosis. Customer attempted to address the elevated (bg) by changing the pump supplies and drinking water. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage.